Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. Unit also received with broken battery tube threads, cracked case (battery tube) and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump had crack on the battery compartment. Customer's blood glucose level was unknown. No other issues reported. The insulin pump will be returned for analysis.